Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set with pah, when the safety mechanism was activated on one (1) unit, blood splattered but did not result in exposure. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as followsd.2.a medical device type: jkad.2.b common device name: tubes, vials, systems, serum separators, blood collectiona device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.